Event description:
Pt noted swelling in lower abdominal area 3-4 weeks prior to examination. Wife states area has gotten bigger, no history injury. Had placement of fem-fem artery bypass graft in 1999 due to peripheral vascular disease and left lower extremity ischemia. Area of rupture was traversed with a glidewire and a glide catheter and then successfully deployed a 9x15 viabahn graft to reline what appear to be a deteriorating fem-fem graft.